Event description:
The customer reported fluid leaking from the smartsite during infusion. The leaking occurs when there is nothing attached to the smartsite. It is not known if there was a syringe or IV set connected to the smartsite prior to the leak being noticed. No pt harm or med intervention occurred. No further patient/event info was reported.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.